Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen for follow up and it was noted that the device did not increase pacing as needed during activity and the patient was experiencing syncopal and near syncopal events. Boston scientific technical services (ts) was consulted and suggested some programming changes including turning on rate response. The patients device programming was changed and that was suspected to alleviate all issues. The following day the patient came back in for a treadmill test, and nearly passed out again. Again, the device programming was changed. The device remains implanted. To date, no additional adverse patient effects have been reported.